Manufacturer narrative:
Approximate age of device: 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced a major neurological event. The event was diagnosed based off of clinical symptoms. There was no visual images to confirm diagnosis. The reported cause was likely due to device exchange. The computed tomography (CT) was unrevealing. The patient symptoms included hemiparesis, dysarthria. The patient's family decided to transition to hospice care. The patient was reported to be deceased.

Manufacturer narrative:
Section b2, b3: correction to date of death / date of event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Prior pump exchanges occurred on (B)(6) 2018 and (B)(6) 2018 and are reported under MFR #2916596-2018-03948 and MFR #2916596-2018-05026 respectively. A direct correlation between the device and the reported neurological event and subsequent patient outcome could not be determined through this evaluation. The heartmate 3 lvas IFU lists other neurological event and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system.